Event description:
Customer stated, "after midnight laying in bed, he woke up to sparks and flames shooting out from the switch. Every time he touched the switch he got shocked. The switch was glowing red and never shut off." Customer claimed injury. Product was returned. The investigator observed that the pad was bunched and that the cord was wrapped and twisted. The severity of the twisting of the cord is the probable cause of the cut on the cord near the switch. The investigator determined that the cut on the cord exposed a wire which would corroborate the customer report of getting shocked, seeing sparks and/or flames "shooting out of the switch". The root cause of the issue was determined to be customer misuse of twisting and wrapping the cord. The IFU states, "loop cord loosely when storing. Tight wrapping may damage cord and internal parts."